Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not latching. A field service engineer (fse) removed the drawer and the latch was inspected. The latch appeared to be jammed, so the latch block was removed and the latch was replaced. The solenoid springing was checked, and the solenoid was found to be moving smoothly. The unit was reassembled and reinstalled. The drawer was opened and closed several times and operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 had failed to stay closed and could not be recovered. The machine was hard rebooted, but the issue persisted. The lock was suspected to be broken, and no clicking sound was heard. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.